Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately shocked the patient due to oversensing. Upon review, there were two treated episodes, in the first one, the patient was riding bicycle and in the second one the patient sat on a bench and twisted the upper body, most likely myopotentials oversensing. The clinic staff were able to reproduce the signals through provocation tests. The device has no movement and is well fixed, it was noted that the system was in a good position. Under provocation, in primary and secondary vectors more pronounced the myopotentials were reproducible, in alternate vector were also visible but still well separated from the qrs. The physician decided to reprogram the system to the alternative vector. The patient was discharged, a new follow up is planned in two weeks. This s-ICD remains in service. No additional adverse patient effects were reported.